Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen on (B)(6) 2017 using a cooladvantage applicator who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was diagnosed on (B)(6) 2018 and was described as palpable, oval shaped, firm, non-tender areas corresponding to the applicator.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower abdomen on (B)(6) 2017 using a cooladvantage applicator who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was diagnosed on (B)(6) 2018 and was described as palpable, oval shaped, firm, non-tender areas corresponding to the applicator.